Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was not received for evaluation. The root cause of the low pump flow was due to a kinked cannula, as the clinical states the pump moved as the gwru was inserted. This report is being filed as part of a retrospective review of historical records

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During repo sheath insertion, the catheter kinked and then had continuous suction alarms. Consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.